Manufacturer narrative:
This information was inadvertently left off of previous MFR. Report.

Event description:
Based on the information available to date, the cause for the reported intermittent heart rate detection may be related to the leakage paths on the side of the pcb created by removal of the tab from the pcb during the manufacturing process.

Event description:
The patient was seen in follow-up for further troubleshooting with the version 9.0 software. The company representative was able to perform troubleshooting and it was reported that the device performed according to specifications. The patient's heartrate was able to be displayed as appropriate at a heartrate sensitivity level 1. The austostim feature was shown to be performed as intended.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported event.

Event description:
Additional programming history was reviewed. On the date of implant, all output currents remained off during the testing. The device was briefly programmed on to 0.25/0.5/0 (auto stim) and then programmed off until the end of surgery ( at which time it was programmed back on to 0.25/0.5/0). Tachycardia detection (td) was programmed on and sensitivity levels 2-5 (not 1) were programmed. Interrogations/diagnostics were only performed with sensitivity 3; therefore this is the only available drfg data. (B)(6). On (B)(6) 2015, the device was interrogated at 0.75/0.75/0, indicating some programming events occurred between this date and the doi. The device was programmed off, and sensitivity settings 1-5 were attempted. Drfg values are available for all of these: (B)(6). At the conclusion of the appointment, the device was programmed to 1/1.25/0, but td remained on and sensitivity level 2 was used. No additional relevant information has been received to date.

Event description:
Device programming history was received and reviewed. Device diagnostics were within normal limits. There were multiple programming and interrogations indicating that the device is able to be communicated with the vns system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement the new model 106 was intermittently sensing heart rate. It was reported that the generator was at least 5-6 inches away from the electrodes. Multiple sensitivity settings with the wand at several different orientations and angles were attempted as well as another wand. It was reported that the heart rate only showed for on second on sensitivity 3. Attempts were made postoperatively; however, were still unable to detect a heart rate. System diagnostics were within normal limits. The patient underwent a post-operative surface ECG in recovery which was within normal limits. Further follow-up revealed that troubleshooting was performed by unplugging the computer from the wall, having the tachycardia detection set to on, the surgeon was not touching the generator prior to attempting to sense. The generator pocket was irrigated to ensure the generator was not dry, and the wand communication light was ensured to be on during communication. The patient has not yet been seen for follow-up. The patient was seen for follow-up and troubleshooting was performed. At sensitivity level 1 the heartbeat sensitivity displayed only questions marks and the wand did not have a communication light. The level 2 sensitivity showed 98bpm which lasted approximately five seconds then question marks began. This was run a full two minutes which then showed 94 to 95 bpm for a few seconds and then dropped to 63 and 75. Sensitivity 3 was unable to sense a heartbeat. Sensitivity level 4 briefly received 190, 170, and 150 bpm for less than five seconds. At sensitivity level 5 question marks were received for 30 secs and then 120 and 130 bpm for a few seconds. It was ensured that a fresh interrogation was performed between each sensitivity level. A second programming system was used, and the levels were attempted again which again resulted in question marks. 1000 events of tachycardia were recorded. The autostimulation was left off, but the heartbeat detection was left on at a sensitivity level of 2. The patient has another follow-up scheduled, but has not occurred to date.